Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the insulation on the shaft was peeling off from the bowel grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed main tube damage. The distal end of the main tube exhibited a gouge marks with material removal. The main tube insulation was found to be gouged at one side and it exhibited a couple of 0.040 x 0.060 gouges with missing material roughly 5 and 6 above the snake wrist. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage if to reoccur could cause or contribute to an adverse event.